Manufacturer narrative:
Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The mayfield skull clamp (a3059) was returned for evaluation. The evaluation of the device confirmed the reported condition. Unit received with the mayfield 2 lock has up and down movement and the teeth are grinding when rotated. Unit repaired and worn parts replaced. General cleaning and maintenance required as well. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the physician experienced some "play or movement" on mayfield skull clamp (a3059) when the rocker arm is in the locked position. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.